Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to deliver energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that when attempting to deliver a defibrillation shock during testing, the device did not deliver energy and illuminated the service indicator. The device did log an event code during this issue. Once the user observed this issue, they power cycled the device and was able to deliver a defibrillation shock successfully. This issue took place during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The main keypad assembly was further evaluated in the failure analysis center. It was confirmed that the keypad was causing the intermittent defibrillation energy disarming. Resistance of the shock button measured 1.914 kohms.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019- 001c is relevant to this reported issue.